Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient came to clinic with complaints of intermittent diaphragmatic simulation and shortness of breath over the past 2 weeks. They decreased the lv output to prevent symptoms while maintaining an adequate safety margin. Decreased the lower rate limit per md and increased sensor threshold to medium. This lead remains actively implanted at this time. (B)(6) 2015 - intermittent lv capture was noted via remote monitoring on (B)(6) 2014, which could not be reproduced in-office. Increased lv output to 2.0 v/1.0ms to increase safety margin and ensure lv capture. This lead remains actively implanted.